Event description:
A malfunction alarm was reported with malfunction code malf 0, and the pump could not be reset. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer will use manual injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and return it along with programming settings and connecting their continuous glucose monitor to the new pump. The replacement pump will be shipped without requiring a signature.